Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump passed the displacement test. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had a scratched display window and cracked battery tube threads.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500mg/dl and high ketones. Troubleshooting was performed, and the drive support cap appears to be damaged as well the case is cracked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.